Manufacturer narrative:
The exact cause of the reported proximal type I endoleak could not be determined from the limited films returned. Pre-implant films were not available for review and the anatomy at implant could not be assessed. Complete recent CT¿s were also not provided and a comprehensive assessment of the stent graft in-vivo configuration could not be performed. It is possible that disease progression, neck dilatation, may have contributed to the endoleak. It is also possible that potential infolding of the bifurcate caused by component oversizing, as evidenced by the 32mm catalog bifurcate measuring 20mm od at the proximal seal, may have also been a factor. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. The current proximal aortic neck measures 23-31mm with a neck of 20mm. It was reported approximately 1 year post the index procedure a type ia endoleak was identified. Intervention was completed. An endurant aortic cuff and endoanchors were implanted and the endoleak was confirmed as resolved. Per the physician the cause of the event is due to dilation of the lower aortic neck. No additional clinical sequelae were reported and the patient is fine.